Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation could become a foreign body in the patient anatomy and cause or contribute to patient injury. Device issue: guide wire separation. It was reported that the tip of the wire was found bent during unpacking. This is being reported on the returned device analysis which revealed a separated guide wire.

Manufacturer narrative:
Results - no conclusive root cause could be determined for the guide wire separation. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the coils. The tip coils were unraveled distal to the center solder for a length of 21.2 cm. The shaping ribbon separated 7 mm proximal to the tipball. The shaping ribbon was still attached to the tipball. There was a kink in the shaping ribbon1.5 mm proximal to the tipball. There were several offset intermediate coils proximal to the center solder for a length 2.7 cm. There was no other damage noted to the guide wire. This guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. The case information sounds like an out-of-package tip bend, but the guide wire analysis strongly suggests that the guide wire had been used and heavily damaged during use. There was blood and contrast present on the guide wire, the tip had separated, and the intermediate coils were offset as if they had been caught in a lesion or another device. All of these conditions are typical of what is seen on damaged used returned devices. An additional lab observation not only suggests use on a patient, but that it was in the patient for an extended time. The sem analysis showed that the shaping ribbon fractured from fatigue of the metal. This type of failure is most typical of when the guide wire is left prolapsed for an extended time in the beating heart. The beating heart accelerates fatigue in this circumstance. This type of fatigue could not have happened in manufacturing, during the normal manufacturing processes and would be essentially impossible to make happen with normal handling. The overall conclusion is that the returned guide wire was used in a procedure of some type, and the guide wire fractured from excess fatigue of the guide wire followed by tensile overload of the fatigue weakened guide wire. For tensile overload to occur, the guide wire tip would have to be caught in some manner. The overlapped intermediate coils shows that the guide wire had been pulled against resistance and was likely the same force that fractured the guide wire. Conditions of use therefore, appear to be the cause of the failure, and this is not an out of package circumstance. The lot history record was reviewed and there were no non-conformities associated with this lot number. This is a very low-level failure mode that is monitored. Manufacturing assures the quality of the guide wire tips through visual and dimensional inspections and 100% non-destructive pull test of the tip. Also, samples are destructively tested and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the product performance group.